Event description:
It was reported while trying to loosen a final tightened locking cap, the tip of the t25 driver standard broke. All fragments generated were retrieved. A new driver shaft was used to loosen the cap. There was no delay in surgery and the surgery was successfully completed this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The visual inspection of the returned device performed as part of the product investigation reported the distal tip was received missing 4mm in length of material, with a fracture pattern indicative of excessive torsional stresses while loosening the locking cap. The straight tip t25 stardriver shaft is part of the matrix spine systems. The applicable technique guides (reference #(B)(4)) and related literature ((B)(4): technique addition) were reviewed. This device is indicated for the final tightening and loosening of locking caps. The matrix spine system includes several alternative matrix t25 drivers (based on compatible functionality: 03.632.002, 03.632.072, 03.632.400 and 03.632.401). A warning note is included to use a calibrated 10nm torque limiting handle for tightening or loosening locking caps. One straight tip t25 stardriver shaft (part # 03.632.400, lot # 8616612, mfg dec2013) was received with the complaint that ¿while trying to loosen a final tightened locking cap, the tip of the t25 driver standard broke.¿ upon inspection of received driver shaft, the reported condition of broken tip was confirmed. The distal tip was received missing 4mm in length of material, with a fracture pattern indicative of excessive torsional stresses while loosening the locking cap. Evidence suggests that this failure may have been caused by excessive torque applied; laboratory testing previously conducted (mt11-454) demonstrates that yielding occurs at approximately 15nm and shearing occurs at greater than or equal to 20nm. It is likely that either the 10nm torque limiting handle was out of calibration or it was not used while trying to loosen the locking cap. The applicable tabulated drawing (03_632_400/401 rev b) was reviewed. This drawing calls out the appropriate dimensions, material and finishing processes for a successful driver design. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was confirmed, however, it is not clear what led to this condition as is not known if a torque limiting handle was used in this procedure, although it was likely caused by excessive torque. The design of reported device was found to be adequate for its intended use and did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.